Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at luer connection during the process of drawing blood from the patient, the nurse kept leaking blood from the connector of the indwelling needle, causing a second puncture.

Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material batch/lot number was made available for this reported event. A review of the applicable aeura srd-rm0019 rev 15 indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information provided.